Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. The symptomatic patient with syncope was in poor condition. The patient was in stable condition the morning he passed, but later found non-responsive. Interrogation of the device revealed the patient had multiple vt and vf episodes which the patient received atp and hv therapy. Hv therapy successfully converted the patient for multiple episodes. On last recorded vt episode the patient received hv therapy, but resulted in slow intrinsic rhythm. The patient¿s lowest vt zone detection rate was reprogrammed. Review of the session record revealed multiple alerts for undersensing on the securesense channel and intermittent rv undersensing on the ventricular sense channel.